Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker¿s electronic complaint systems.

Event description:
It was reported that upon opening the outer blister of implant it was noted that inner blister appeared to have been smashed into the outer blister. Another component of the same type was opened and implanted without complication.